Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched which caused the soft cannula to measure out of specification, 28.98 mm in length. The exposed portion of the soft cannula was also found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the cannula damage occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 25 and 36 hours. Investigation of the pod found that the cannula was stretched and torn. The device was originally reported for insulin leaking during wear.